Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. Lens tore during insertion into the eye. Lens was removed with no patient injury. A competitor's lens was implanted because they did not have another same model and size lens on their shelf.